Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with 300 units of insulin and the insulin gauge remained static at 60 units and decreased faster than expected. There was no impact to the customer's blood glucose level. It was confirmed that the customer will continue using the pump for insulin therapy.